Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tdx-sp , serial number/date code (B)(4) is approximately 3 months old. The owner's manual part number 1143190 rev k (mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The female consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Complaint alleges: "end user claims the elevate mechanism on the chair collapsed and smashed her leg. Which in turn cause some electronics to short out. Dealer and customer do not want to pay for repairs as they feel it should be covered under warranty." No alleged injury. According to the repair statement dated (B)(4) 2012, the elevate module on the chair was damaged due to some fluid on the electronics in the elevate module that shorted them out. It looks to the repair center as though the leg bag broke first then it shorted out, but it cannot be confirmed as the consumer alleges it shorted out then collapsed on the bag.

Event description:
"End user claims the elevate mechanism on the chair collapsed and smashed her leg bag. Which in turn cause some electronics to short out. Dealer and customer do not want to pay for repairs as they feel it should be covered under warranty." No alleged injury.